Manufacturer narrative:
Only the pump was returned for analysis. Due to the complaint, this pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps ((B)(4)). Analysis outcome: as received the pump reservoir was empty and pump was put in stopped mode. Pump logs were gathered with no anomalies noted. Dispense testing passed. Conclusion code no longer applies to the pump pli. Conclusion code applies to the programmer pli. Conclusion code applies to the pump pli.

Event description:
Additional information was reported by the company representative. The manufacturing representative reported that they were notified about the event on the day of the refill (B)(6) 2016. It was noted that the tube set error message was caused by the pump being stopped by the physician on the date of the refill, and no motor stall had occurred. No other volume discrepancies were noted with this patient and the cause of the respiratory arrest was unknown. The patient was doing fine at the time of the report. It was noted that the pump was received on (B)(6) 2016. The manufacturing representative reported that once the pump was removed, the physician emptied the septum and the physician did not use the correct needle; if there was damage to the septum that may have been the cause.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 12000 mcg/ml fentanyl at 3327 mcg/day, 8000 mcg/ml clonidine at 2218 mcg/day, 3500 mcg/ml baclofen at 970.4 mcg/day, and 500 mcg/ml demerol at 138.62 mcg/day via an implantable pump for intractable spasticity and a spinal cord injury/spinal cord disease. On 2016-09-23, it was reported that the patient went into respiratory arrest 5 minutes after a pump refill on (B)(6) 2016 . The hcp believed that the pump was responsible for the overdose symptoms. The patient was administered narcan and was admitted to the hospital, where they were intubated for several hours. The pump was programmed in stopped mode on (B)(6) 2016. The hcp decided to replace the pump due to the ¿stopped pump period may exceed tube set message¿ and the pump was explanted on (B)(6) 2016. It was noted that, during the replacement, there was 12,000 mcg/ml of fentanyl in the pump and the hcp expected the volume to be 40 ml but the actual volume was 38 ml. It was alleged that the overdose was a result of a bolus malfunction in which the wrong bolus was given or was the result of a partial pocket fill. The patient status was reported as alive and recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a pump failure that resulted in withdrawal and surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.